Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4). It was visually inspected and connected to a waterbag to test for the reported leak. Results: upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and the waterbag spike. Visual inspection revealed that the water feedset tube was slightly pulled out of the spike. A lot check revealed one other complaint of this nature for lot number 120522. Conclusion: the leak identified on the returned water feedset tube was most likely caused by the tube being set up in tension or accidentally pulled using excessive force. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset tube are identified during this process. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly, we have not been able to replicate failure of the feedset tube. (B)(4). The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was feeding more than usual from the water feedset tube on an mr290 autofeed humidification chamber. However the water level did not exceed the maximum water level line. Upon receiving the device a leak was identified from the connection between the waterfeed set tube and the bag spike. This was found prior to patient use.